Manufacturer narrative:
(B)(4). Manufacturer evaluation included device history record review. Manufacturer results: manufacturer did not verify complaint. Manufacturer conclusions: complaint could not be confirmed.

Event description:
Healthcare provider reports: signature plus elite instrument gave high pt/inr results vs a reference instrument in cath lab. Psig inr 2.8, repeat 3.0 vs sysmex ca560 inr 1.1. Patient normal range: 0.8 - 1.0. No report of adverse event or serious injury. No report of discrepant values since this report. Customer noted patient had been off coumadin for 1 week.